Event description:
It was reported that externalized conductors were observed on the lead via fluoroscopy. High impedance and noise were also noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.